Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmissions revealed multiple non-sustained right ventricular oversensing episodes. It was noted that the right ventricular lead exhibited oversensing and noise was suspected as the cause. Programming changes were made in clinic and the patient will be monitored. The patient had no reported symptoms.